Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e226 error occurred due to a communication failure caused by a cable malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had shown error e226. There were no reports of patient harm.

Event description:
It was reported that the subject device had shown error e226. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional initial reporter address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.